Manufacturer narrative:
Visual analysis of the returned uphold (tm) lite w/ capio slim found that the suture on the blue dilator was broken and the dart was missing and not returned. Analysis on capio slim suture capturing device revealed no damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no similar complaints exist for the specified batch. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor repair procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the needle detached and retrieved using an unknown device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on march 17, 2016. The event occurred in the patient, but the needle that detached, stayed on the capio slim device.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim was used during a pelvic floor repair procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the needle detached and retrieved using an unknown device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.